Event description:
It was reported that the hand piece would not tighten to an instrument during an unknown case. The case was completed with a second hand piece. No patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent nose cone. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. This caused the reported assembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.